Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's implantable cardioverter defibrillator (ICD) exhibited post paced t wave oversensing. It was also noted that patient received inappropriate shock. Programming changes were made. The patient was stable.